Event description:
A physician was using an expo elite snare to pull a wire through a tortuous vessel in a pt's leg when the snare separated inside the pt. The snare segment was successfully retrieved and the pt is fine.